Manufacturer narrative:
Log files of the device was analyzed. Tf 8914 was recorded in the log files which indicates a defective cuff pressure controller. Cuff controller was replaced. Service software test was completed. Calibrations and tests were carried out. Electrical safety test was performed. Device is back into service.

Event description:
Hamilton medical ag received the following incident description: tf 8914 during ventilation.

Manufacturer narrative:
Log files of the device was analyzed. Tf 8914 was recorded in the log files which indicates a defective cuff pressure controller. Cuff controller was replaced. Service software test was completed. Calibrations and tests were carried out. Electrical safety test was performed. Device is back into service. ----------------------------------------------------------------------- hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  within the UDI-pi project, hamilton medical realized that the reported device (brand name: hamilton-s1; version / model / catalog number: 159005) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Event description:
Hamilton medical ag received the following incident description: tf 8914 during ventilation.